Event description:
It was reported that there was particulate matter observed within the reservoir of a large volume folfusor. This was noticed during filling. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection on the unit did not reveal any particulate matter in the reservoir of the unit, however two fragments of brown cardboard paper approximately 1.18 and 1.45 mm in size were found inside the housing. The cardboard paper was not in the fluid path. No signs of particulate matter were found inside the bladder. The cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.